Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04658. The pt received two leads with the same lot number. It was reported the pt had fallen on the ice and his stimulation has not been effective since the event. It was reported the pt was receiving abdominal stimulation, and some contacts had low impedance. An x-ray was taken which revealed the leads had migrated. Follow up identified the physician repositioned the leads, and replaced the ipg. It was reported the pt regained stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.